Event description:
It was reported that upon completion of a da vinci s prostatectomy procedure, the inner, clear seal was missing from the cannula seal accessory. An inspection of the inside of the pt was performed and the missing portion was not located. No pt harm was reported.

Manufacturer narrative:
The cannula seal accessory was not returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info becomes available a follow-up MDR will be submitted.